Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) leads dislodged, which was confirmed by x-ray. The ra and rv leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.